Event description:
It was reported that during an ischemic ventricular tachycardia (vt) case, the carto 3 system failed to correctly route pacing resulting in 3 cardioversions that would have otherwise been unnecessary. The first instance resulted when the physician could not get the ablation catheter to pace due to failed routing. The second instance occurred as the physician could not get the pacing on the ablation catheter to disable through carto 3 and rf could not be applied. The patient required cardioversion due to becoming unstable while in the clinical vt. The third instance occurred when the user could not ablate due to a defective redel cable that was reading low temperatures and rf could not be turned on. A cable change resolved the issue. The patient was stable after the procedure; there were no complications, and the patient was discharged home.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). Several attempts were made to obtain information regarding the defective redel cable mentioned in the event, and whether or not it is available for evaluation. However, no additional information/clarification could be obtained to date. This report will be updated should any additional information become available. The following biosense webster products were also used in the procedure: stockert 70 system, serial # (B)(4) (complaint #(B)(4)) cool flow pump, serial # (B)(4) (complaint # (B)(4)), navistar thermocool tc catheter, lot # 15127248 (complaint # (B)(4)).